Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, cerebral infarction and paralysis were noted. No treatment was reported. Twenty-four days following implant, the paralysis had resolved. It is unknown if the valve caused or contributed to the cerebral infarction. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received: cerebral infarction was confirmed by magnetic resonance imaging (MRI) and by symptoms of right sided weakness and word finding difficulty. Per the physician, the cerebral infarction was likely caused by scattering of calcium from the calcified native aortic valve. There was no history of atrial fibrillation. Cerebral infarction was treated with anticoagulants and the symptoms improved. If information is provided in the future, a supplemental report will be issued.